Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Upon starting the unit, the receiver was observed to be perpetually rebooting. The data log could not be retrieved due to continuous re-initialization and data log review could not be completed. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The device is stuck on call tech support screen. Perform functional test: cannot perform due to call tech support screen. Download and review receiver log after detaching ui-u1 pcba: pass, no issues found within range of issue date. Cut open case, inspect hw: pass, no issues found. The reported event of initializing screen without manual restart was undetermined. A root cause could not be determined.